Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 8.0fr peel-apart sheath and vessel dilator was returned for evaluation. Gross visual, microscopic and functional evaluations were performed on the returned device. The distal tip of the peel-apart sheath was noted to be deformed and jagged. Therefore the investigation is confirmed for the identified tip deformation issue. However the investigation is unconfirmed for the reported fracture issue as no evidence of fracture was noted. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiration date: 09/2025), g3, h6 (device) h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during the port placement procedure, the tip of the sheath was allegedly cracked and damaged. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during the port placement procedure, the tip of the sheath was allegedly cracked and damaged. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 09/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.